Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned; the reported event could not be confirmed and the event cause could not be conclusively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex resistance as well as incomplete opening during a procedure. It was reported that on unsheathing, resistance was experienced and the pipeline flex seemed to be stuck in the microcatheter. In addition, the portion of the pipeline flex that was able to be deployed did not open fully and was not apposed to the vessel wall. The pipeline flex was unable to be further unsheathed due to resistance. The physician withdrew the system. The procedure was completed using coils. The patient is reportedly fine.